Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a heartrate of 37 beats per minute (bpm) on external telemetry, however, the device did not provide pacing. The lower rate limit is programmed to 40 bpm. Technical services (ts) confirmed the limit is set to 40 bpm and offered the possibility that the external telemetry is not accurate. At this time, this ICD remains in service, and no adverse patient effects were reported.